Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x38mm promus premier¿ drug-eluting stent was selected for use but was noted to be damaged. The procedure was completed with another of the same device. No patient complications nor adverse conditions were reported.

Manufacturer narrative:
Device evaluated by MFR.: promus premier us, mr, 2.5x38mm, stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent od (outer diameter) measured and was within the maximum crimped stent specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.50x38mm promus premier¿ drug-eluting stent was selected for use but was noted to be damaged. The procedure was completed with another of the same device. No patient complications nor adverse conditions were reported.